Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 8 days post an rx wallstent permalume 10mm x 80mm stent placement "across an anastomosis stenosis" in an unspecified location, the stent was removed for unspecified reasons. During removal, intimal hyperplasia was noted on the covered portion of the stent. The pt had an unknown etiology for elevated liver function tests (lft's), however, there was no evidence of biliary obstruction. No further intervention was performed the patient's status is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.